Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR " message was confirmed during functional testing and archive data review. The root cause of the error message was due to the heavily contaminated and worn brake in which may cause the brake to seize, likely attributed to maintenance. A review of the autopulse platform archive revealed that daily checks were not performed regularly. Performing regular daily checks will reduce the likelihood of damage to the drivetrain motor and prevent the brake gap from seizing. . No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since the customer acquired it in 2015. The lack of regular maintenance could degrade the mechanical components of the drivetrain, including brake seizure. There was no physical damage observed on the returned autopulse platform during the visual inspection. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the customer reported event date, thus confirming the reported complaint. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The drive train motor brake inspection revealed that the brake was heavily contaminated and worn out, which caused system error 139. The brake gap was cleaned and adjusted to the manufacturing specifications to remedy the error message. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR " message upon powering on. No patient involvement.